Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had been symptomatic of dizziness, severe headaches, and an unsteady gait since they were implanted on (B)(6) 2018 for hydrocephalus. It was stated that their neurosurgeon's physician's assistant suggested for them to wait 30 days before any adjustments were made to the device. The patient has had a few days where they were close to calling 911 for help. It was noted they have had some "ok" days, and some not so good.